Event description:
Additional information received reported that no medtronic device was involved in the reported complication.

Manufacturer narrative:
B5. Updated with additional information received. H6. Conclusion coding updated based on additional information received. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Nania a, dobbs n, duplessis j, keston p, downer j. Early experience treating intracranial aneurysms using accero: a novel, fully visible, low profile braided stent with platinum-nitinol composite wire technology. Journal of neurointerventional surgery. 2021;13(1):49-53. Doi:10.1136/neurintsurg-2020-015918 medtronic literature review found a report of patient complications in association with a navien 072 catheter. The purpose of this article was to assess the technical success and safety of the acandis accero braided stent by evaluating the intraprocedural behavior and complication rate, and the short-term follow-up results. Forty-one patients (31 female; median age 58 years) were treated using the accero stent. Seven of the forty-one accero procedures used a navien catheter. The article does not state any technical issues during use of the navien catheter.  The following intra- or post-procedural outcomes were noted:  - one case of postoperative groin hematoma was experienced. This was confirmed on CT angiography of the lower limbs and managed con servatively, with consequent delayed hospital discharge.